Event description:
Caller reported a malfunction on the pump, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. To resolve the problem, technical support decided to replace the pump, as it was still under warranty. The customer was advised to use an alternate method for insulin delivery to ensure continuity. Technical support provided instructions for putting the pump into storage mode and for returning it to tandem. A new pump with updated software was sent to the customer, and they were informed about programming their pump settings and connecting their cgm to the replacement pump.